Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified procedure. Post-op, one of the set screw had come out. The product came in contact with the patient. No fragment of the implant or instrument remaining in the patient. No patient complications were reported as the result of the event.